Manufacturer narrative:
H3 other text : device evaluated by third party service center

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related device's sound abatement foam. The patient alleged the device was showing service required code. There was no patient harm or injury reported. The device was returned and evaluated by a third-party service center. During the evaluation of the device, the service center visually inspected the device and found evidence of foam particles in the device. They observed scratches on the ui panel screen when powered, scratches on the front panel, and loose therapy and ramp buttons on the top enclosure. In addition, there was an error with the system circuit board, and parts were replaced to address the issue. The final test was passed. The service center concludes that the complaint was confirmed and there is evidence of sound abatement foam degradation.